Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin mechanism tightened and with stent enclosed the device was identified as 100mm from the strain relief, upon visual inspection, a kink was also noted on the blue outer sheath at 49cm from the strain relief section of the device. A 20cc water filled syringe was used to flush the device through both the annual spaces, it flushed through the device, an in-house 0.035¿ guidewire was used for guidewire loading check, and it advanced through the device, the device was loaded into a deployment fixture, the stent deployed with a maximum peak force of 1.40lbs which is lower than the recommended deployment force the deployed stent was confirmed as 100mm, with no abnormalities observed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a femoral access lower-limb arterial stent implantation procedure using the protege ef stent, the patient had 85% severe stenosis with a calcified plaque lesion in the mid common iliac artery. The lesion was crossed and pre-dilated with a 6-100 balloon over a 35 guidewire, and blood flow was restored after dilation. The stent was prepared with no issues identified, the thumbscrew/lock-pin was checked for securement, and the lock-pin was removed during consumable preparation. After the stent was positioned, it could not be deployed, and deformation at the stent tip was observed after removal. The stent was exchanged for another stent of the same model and the procedure was completed successfully without recurrence of the issue. No patient symptoms, complications, or injury were reported. No patient complications have been reported as a result of this event.